Event description:
The patient had a prophylactic ivc and filter placed because of trauma. The filter was placed in this hospital and the patient died ten days later. The patient developed massive pulmonary embolus. A CT scan done at another hosp showed the ivc filter had tilted, allowing blood clots to reach the lung.